Event description:
It was reported that high, out of range, pacing lead impedance measurements were observed. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.